Event description:
A leak was found in the reservoir when testing the valve.

Manufacturer narrative:
(B) (4). The valve was patent and passed leakage testing. Therefore, the complaint could not be confirmed by laboratory personnel. However, the valve did not meet reflux testing requirements and was out of specifications for pressure-flow and preimplantation testing. Debris found on the valve membrane may result in reflux and affect flow rates. A review of the mfg records showed no anomalies. All of our valves are 100% tested at the time of manufacture.